Manufacturer narrative:
H6: 8252201 serial#: (B)(6) - fdm 4118, fdr 3233 and fdc 11 no longer apply. 8252210 serial#: (B)(6) - fdm 4118, fdr 3233 and fdc 11 no longer apply. H3: 8252201 serial#: (B)(6) - 8252210 serial#: (B)(6) - analysis for both devices: visually, there was no significant damage to the devices that would indicate a cause for the complaint. The interface was plugged into the mainframe and the mainframe power was turned on. The mainframe booted up with no issues or errors. The touchscreen was responsive and accurate. A patient simulator and stimulation probe were plugged into the patient interface. All plugs fit securely in their respective connectors. Channel 1 was green with a resistance of 5.8kohm on the positive side and 5.2kohm on the negative side; channel 2 was green with a resistance of 5.2kohm on the positive side and 5.9kohm on the negative side. Using 1.0 ma stimulating current and 150uv threshold; when stimulating, the system consistently returned audio and visual waveform and event tone and stimulating current between 0.89ma and 0.90ma. Switching the type of electrode from subdermal to emg tube showed no change to the responses. There was no intermittent behavior while manipulating all connectors / plugs and their strain reliefs. The returned muting cable was plugged into all 4 ports on the back of the mainframe and it did not affect stimulation. Stimulation and responses were checked on all 4 procedures loaded in the system with no issues (parotid, thyroid, mastoid, and acoustic neuroma). There was no malfunction found as it relates to the complaint. With no fault found with the returned device, the information most likely indicates an issue with the set up or the device was used in conflict with the user¿s guide. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from a healthcare professional (hcp) reported that the device did not react to a stimulation during a thyroid surgery and the recurrent nerve was cut.

Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: 8252210, serial/lot #: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Fdm 4114, fdr 3221 and fdc 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that during a procedure the device was non-functional. There was absence of neurological signal during the operation of the recurrent nerve. There was reported patient injury.